Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, displacement test, active current measurement test, and self test. Thump software was utilized to uploaded trace/history files. The adapt tool was utilized to search for any alarms that may have occurred on event date to confirm complaint codes. During history download review, multiple failed batt alarms were noted before and after event call date, on 07/11/2024 at 11:40:37 and on 07/30/2024 at 12:07:51.000 and at 12:08:07. The power management report, per the power management tool/detail trace file time, is from 7/25/2024 at 09:41:59 hour through 7/31/2024 at 09:41:59 hour. No available power data on the event date was recorded. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. In addition, pump error 53 was noted on 06/22/2024 at 01:57:38.000. (File/line number : 41436/39454). Per software engineering log, pump errors 53 was generated due to exception on main mcu. Isolate to electronic assembly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button and missing display window/cover. In conclusion, customer concerns of battery related anomalies were not confirmed during testing. Unit powered up properly after battery installation and unit was tested successfully. No battery related anomalies noted during testing. However, pump error 53 was noted in download history files. Pump errors 53 was generated due to exception on main mcu. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving battery failed alarm. Troubleshooting was performed and advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.